Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient had a connection issue that resulted in peritonitis. The use error was further described as the patient line had separated and the patient reconnected to continue therapy. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Action taken with pd therapy was not reported. On an unknown future date, the patient will be switched to hemodialysis for six weeks. At the time of this report, the patient remains hospitalized and is recovering. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. .